Event description:
The following information was provided: as per pss case (B)(4) left side. Loosening. Status post l dfr for infection replacement with loosening, now esrcrp negative and needs a better ingrowth surface. What is being revised? L gmrs and segments as well as stem to mrh tibia we will keep.